Manufacturer narrative:
On (B)(6) 2016 a field service engineer (fse) was dispatched to address the reported issue. The fse spoke with the customer on the phone to troubleshoot the issue with the sampling problem. The fse ordered a new sample needle for the customer and will install in the morning. The fse installed the new sample needle and ran qc in cups with no error or problems. There was no further action required by field service. The g8 analyzer was functioning as intended with all errors cleared. No further action required by field service. The most probable cause of the reported event was a fault of failure of sample needle. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2016 a customer reported a low ta on qc and calibrators on g8 analyzer. The customer is unable to run hbaic patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hbaic patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.